Event description:
At approx 2:40 pm pt was found with buttocks resting on the foot rests of the wheelchair. A back closure seat belt was in place and positioned across the pt's neck. Pt was pronounced deceased at 3:00 pm.